Event description:
It was reported that a malfunction alarm occurred with a software error being detected. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to the customer on how to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue repeats.